Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A visual inspection was performed and it was found that part of the biopsy valve was damaged and broken, and a broken piece of the biopsy valve dropped off. It was also confirmed that a broken piece had been retrieved. The shape of the broken piece matches the damaged part of the biopsy valve, so it was believed that the fallen rubber piece is part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported problem found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6) and (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy procedure, while using the bronchovideoscope along with a single-use biopsy valve, a black mass, approximately 2 mm x 3 mm in size, fell off into the body. It was suspected to be a rubber stopper of disposable biopsy valve. Additional information received that the foreign material fell into the bronchial tube and was successfully retrieved using forceps. The procedure was delayed for 5 minutes due to retrieval and was completed with the use of the same device. There were no further reports of patient harm.